Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 10 months after the dental implant was placed ada site 29 of patient's mouth, the implant failed to achieve osseointegration in type I bone. Perimplantitis and pain were noted. There were no reported further complications. . The product will be forwarded to the manufacturer for investigation. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10 months after the dental implant was placed ada site 29 of patient's mouth, the implant failed to achieve osseointegration in type I bone. Perimplantitis and pain were noted. There were no reported further complications. . The product will be forwarded to the manufacturer for investigation.